Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring greater than 200 ohms. Subsequently,this lead was explanted and replaced due to insulation being the root cause. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).